Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap was flush. The customer's blood glucose value was 138 mg/dl. Customer reported the part on the pump that hold the battery cap can no longer hold it and to support the cap he put a paper on it to make it tighter. The device will be returned for analysis.